Event description:
It was reported the device was used during a unknown procedure. It was reported by the rep the fire cycle successfully completed after removal of cdh29 surgeon noticed a hole approximate in anastomosis. Inspections of donuts resulted in and small proximate donut and 2 very thick donuts (approx 1 cm distance between each other). There was no consequence to the pt.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was reloaded and fired. Despite some visible to the knife, the test media was completely cut around the entire circumference. The instrument fired and formed staples as designed around the entire staple ring with no difficulties noted. As it was reported that there were more than two donuts present, the firing trigger may have been fired more than once which may have caused the knife to cut through the tissue and create the hole. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.